Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level was reported to be 190mg/dl. No further information provided.

Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor. No e70 alarm in the history file noted. Pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind test. Motor passed motor test. Unable to perform prime/a33 test and excessive no delivery test due to motor error alarm. Pump had severely scratched display window and cracked reservoir tube lip.